Event description:
Complainant reported that patient claimed right side implant was malpositioned, however when they went in for a revision surgery approximately 1 year post-operatively, they found the device to be broken in two. The physician elected to explant and replace the device at that time.

Manufacturer narrative:
Health effect-clinical code: failure of implant. Health effect-impact code: surgical intervention. Investigation-type: actual device was evaluated, production records were reviewed and a trend analysis performed. Investigation-findings: though breakage was confirmed (fracture problem), some evidence of damage characteristic of sharp instrument was identified (usage problem). Investigation-conclusions: product labeling warns that explant may be indicated at any time, and that care should be taken to avoid damage to the implant with sharp instruments. Finding suggest unintended use error (sharp instrument damage) may have contributed to the reported breakage, however the exact cause has not been established.